Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out ¿ unable to reach calibration temperature). Expected 6 actual 30. During functional check inlet pressure (ip) was -7.0, flow rate (fr) was 1.7, chiller temperature (t4) was 8.5, circulation pump command (cpc) was 62%, mixing pump command (mpc) was 100%. System hours were 15334, pump hours were 14798. They were likely had intermittent mixing pump issues. Per follow up information received via email on (B)(6) 2024, it was reported that they did send the device in for evaluation. The device had been repaired and had been returned to circulation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device failed calibration error 80 (water check time out ¿ unable to reach calibration temperature). Expected 6 actual 30. During functional check inlet pressure (ip) was -7.0, flow rate (fr) was 1.7, chiller temperature (t4) was 8.5, circulation pump command (cpc) was 62%, mixing pump command (mpc) was 100%. System hours were 15334, pump hours were 14798. They were likely had intermittent mixing pump issues.